Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, an analysis will be submitted as a follow-up report.

Event description:
It was reported that on (B)(6) 2010, the teachers and parents noticed that the pt was less active than normal. On (B)(6), the pt was vomiting. He was taken to the pediatrician on (B)(6), and given medication to stop the vomiting. The child drank 32 oz pedialyte through out the day for dehydration. On (B)(6), he was more lethargic and returned to the pediatrician. He was referred to the emergency room and admitted. A spinal tap was carried out and meningitis diagnosed, but not typed. The doctors called it h flu meningitis (type not determined, the culture results are not complete). Pt is bilaterally implanted.